Event description:
On (B)(6) 2022 a patient (pt) in japan reported od redness on (B)(6) 2022 while wearing the 1-day acuvue® define¿ with lacreon® brand contact lens (cl). The pt reported the redness persisted after the suspect od cl was removed. On (B)(6) 2022, the pt presented to an eye care professional¿s (ecp) office and was diagnosed with staining od. The ecp instructed to discontinue cl wear. On (B)(6) 2022, the pt returned to the ecp and was prescribed cravit ophthalmic solution, hyalonsan ophthalmic solution and flumetholon ophthalmic suspension. On (B)(6) 2022, the pt returned to the ecp office to check on effectiveness of flumetholon. The pt was instructed to return to the ecp on (B)(6) 2022. The pt reported the od redness was improving. On (B)(6) 2022, the pt was advised on the 3rd ecp visit, the same medications were prescribed: cravit ophthalmic solution, flumetholon ophthalmic suspension, and hyalonsan ophthalmic solution. The pt returned to the ecp on (B)(6) 2022 and advised to continue with no cl wear to continue the same medications. The od condition was reported as ¿better than before.¿ on 15nov2022, a representative at the treating ecp office provided additional information. Dates of visit: (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022. The diagnosis provided on (B)(6) 2022 was od corneal ulcer. The ecp noted that the staining was caused by the cl; focal site: nasal, inferior part; va on (B)(6) 2022 was not measured; va affect: considered to be none. On (B)(6) 2022, the va was 1.2; the pt is progressing favorably. Ecp notes: no permanent va decrease, no hospitalization needed. On (B)(6) 2022, favorable progress was confirmed. On (B)(6) 2022, the pt provided additional information. On (B)(6) 2022, the pt returned to the ecp and was advised that the od condition is gettering better. The pt was instructed to discontinue cl wear until the symptom resolves. The pt was instructed to return to the clinic in 2-3 weeks and plans to return (B)(6) 2022. The pt was prescribed hyalonsan ophthalmic solution, cravit, and flumetholon ophthalmic suspension. Instruction of cravit ophthalmic solution frequency was prescribed: (B)(6) 2022 qid; (B)(6) 2022 every 2-3 hours; (B)(6) 2022, every 2-3 hours; (B)(6) 2022, every 2-3 hours; and (B)(6) 2022, qid. The pt reported the symptoms were ¿almost subsiding.¿ on (B)(6) 2022, the pt provided additional information. On (B)(6) 2022, the pt did not return to the ecp. The pt reported the od is better now. The pt plans to return to the ecp on (B)(6) 2022. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 3443730102 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.

Manufacturer narrative:
On (B)(6) 2022, the pt reported a return to the eye clinic on (B)(6) 2022. The pt advised there was ¿no particular problem with the eye.¿ the pt was prescribed hyalein ophthalmic solution. The pt was prescribed contact lenses and is currently wearing them without od symptoms. The pt was not instructed to return to the eye clinic. On (B)(6) 2022, the eye clinic was contacted for additional information. A representative advised the patient returned to the eye clinic on (B)(6) 2022 and was advised ¿hardly staining noticed. No further eye drops were needed after the patient finishes using the eye drops. The pt was not instructed to return follow-up appointment or to discontinue contact lens wear. No additional information was provided. No additional information is expected. If any further relevant information is received, a supplemental report will be filed.